Event description:
It was reported that during a lateral extra-articular tenodesis surgery in the knee the tip of the inserter broke off. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device (swivelock). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.